Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 404 mg/dl. Customer treated his high blood glucose with insulin injection. Customer changed the cartridge and the set but the issue was not resolved. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.